Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Unit received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer reported that she wears the device while working out. Blood glucose level at the time of the incident was 417 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.